Manufacturer narrative:
One cool point irrigation pump was received for evaluation. The reported pressure error could not be confirmed. The pump met specifications during flow testing and no errors or other functional anomalies were noted. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record.

Event description:
During an atrial fibrillation ablation procedure a cancellation occurred due to a pressure error. While flushing the tubing set a bubble error message was displayed when the flow was started at 2ml per minute. The flow rate was changed but the issue was not resolved for the preferred flow rate. New tubing sets and pressure sensors were used but there was still no improvement. The procedure was cancelled and the patient is stable.